Event description:
The device was used during an unknown procedure. There was no consequence to the pt. 12/20/96 add'l info received. It was reported that the device was jammed.

Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples feeding, firing and forming. The instrument was examined, was found to be functional, and was cycled and fired the remaining 10 staples without incident. No conclusion could be reached as to why the reported instrument "jammed" during surgery. Comments: each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly.